Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an acute myocardial infarction (mi) occurred due to a coronary occlusion. Cardiac tamponade and cardiogenic shock were also reported. A percutaneous coronary angioplasty was performed. No additional device related adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.